Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ise indirect gen.2 results for multiple patient samples with delta checks. They repeated several of the samples on another cobas 4000 c (311) system and stated they had to make some corrections. Of the data provided for seven patient samples, only the sodium results for three samples and the potassium result for one other patient sample were discrepant. Refer to the attachment to the medwatch for all patient data. The erroneous results were reported outside the laboratory. The repeat results were believed to be correct. The patient with the low initial potassium result (patient 3) was treated with potassium. Their potassium level went from critical low to non-critical low. There was no adverse event. The electrode lot numbers and expiration dates were requested but were not provided. Review of the provided calibration data found the factors were recovering higher for about the past month. The field service representative found a salt bridge in the faraday cage of the ise module. He replaced the reference electrode and cleaned the faraday cage. All ise checks passed and the customer calibrated and ran qc with results that met their parameters.

Manufacturer narrative:
The customer stated they were still having some issues so the field service representative changed the rinse tubing and they changed the syringe seals. Review of the calibration data provided confirmed the issue was most likely due to improper washing of the cells or unstable reference readings. The actions taken by the field service representative resolved the issue.